Event description:
Treatment of a right ophthalmic aneurysm. During pipeline deployment, it was reported that the pipeline did not fully open and a hyperglide balloon was used to achieve full wall apposition (which is an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).